Event description:
Health professional reported the explant of a lap-band device due to an "eroded lap-band and a slip," first observed when pt complained of a loss of satiety.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 09/10/2012. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Further information from the reporter regarding the serial number has been requested. Band slippage and erosion are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated." Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery, after the use of gastric irritating medications, after stomach damage and after extensive dissection or use of electro-cautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection, or abdominal pain. Re-operation to remove the device is required."